Event description:
It was reported that pump displayed cgm error and caller referenced g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, completed pump reset with guidance, and cgm error did not appear again after reset.